Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue slim implantable port, one cath-lock attached a catheter segment, and two distal catheter segments was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The port stem was noted to be deformed as it appeared pinched in shape. The port body was patent to infusion as water exited the deformed port stem. Also, the proximal and the distal catheter segment was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. However the investigation is inconclusive for the reported difficult to flush, obstruction and suction issues, even though the port stem damage was noted which may caused during removal. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and eleven days post port placement, upon contrast computed tomographic examination, saline solution allegedly could not be infused. It was further reported that the blood return was not allegedly confirmed and the catheter was allegedly occluded. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue slim implantable port, one cath-lock attached a catheter segment, and two distal catheter segments was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The port stem was noted to be deformed as it appeared pinched in shape. The port body was patent to infusion as water exited the deformed port stem. Also, the proximal and the distal catheter segment was patent to both infusion and aspiration without issue. No leaks were observed throughout tests. Therefore the investigation is confirmed for the identified deformation issue. However the investigation is inconclusive for the reported difficult to flush, obstruction and suction issues, as the exact circumstances at the time of the reported event cannot be verified, and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm that this event did not occur under clinical conditions. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years and eleven days post port placement, upon contrast computed tomographic examination, saline solution allegedly could not be infused. It was further reported that the blood return was not allegedly confirmed and the catheter was allegedly occluded. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2022).

Event description:
It was reported that three years and eleven days post port placement, upon contrast computed tomographic examination, saline solution allegedly could not be infused. It was further reported that the blood return was not allegedly confirmed and the catheter was allegedly occluded. Reportedly, the port was removed. There was no reported patient injury.